Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump functioned properly after the battery tube connector was plugged in. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had blank screen. No further information provided.